Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 04/23/2018, that on (B)(6) 2018, a loss of connection occurred. Data was provided for evaluation. Loss of connection was confirmed. The probable cause was the transmitter and app were unable to establish a connection. No additional event information is available.

Manufacturer narrative:
(B)(4). Describe event or problem ¿ additional, device availability - additional, if follow-up, what type?: additional information/device evaluation, device evaluated by manufacturer ¿ additional, event problem and evaluation codes - additional.

Event description:
The complaint device has been received for evaluation. The device was visually inspected, and no defect was found. Voltage testing was performed and there was no failure detected. A pairing test was performed and passed. Functional testing was performed and passed all relevant testing. A review of the data log confirmed the reported event of loss of connection. The probable cause of the issue is a loss of communication due to a gap in the device logs.